Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device has a burning plastic smell and alleging headaches. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from an external and internal inspection: dust like contaminate was observed on the top enclosure, bottom enclosure, control dial, keypad, front panel, rear panel. Brownish dust like contaminate was observed on the air inlet of the blower box. A scratch was observed going through the warning label. Unknown white substance on nonskid pad on bottom enclosure. Unknown dark contaminate inside the top and bottom enclosures, inside the ui panel, inside rear panel. A white powder-like substance was observed on the blower box upper cap, blower, inside the blower box, and on the p4 power connector. A white hairlike/fabric was observed inside the bottom enclosure and rear panel o-ring. A dark blackish hairlike/fabric was observed inside the bottom enclosure. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. Cannot confirm the complaint of the device having a burning smell. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error code.